Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was dead and no longer working. It was reviewed that the patient could meet with a representative (rep) at their doctor¿s office to address the issue. No symptoms were reported. No further complications were reported. Follow-up was conducted.